Manufacturer narrative:
A review of the device history record has been completed. No deviations or non conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth due to the patients concern of the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced.